Event description:
Customer reports, the phlebotomist went to the magnetic resonance imaging laboratory to draw blood from a pt on a stretcher. The technician drew blood into a 6cc syringe using a 21x1" needle. When she pushed the needle into the "b-d" blue stopper tube, it bent and came out where the stopper touches the glass. The needle stuck the phlebotomist and drew blood. She was holding the tube in her hand when she was stuck.